Event description:
It was reported that the healthcare provider programmed the pump to 300.39mcg/day of baclofen on (B) (6). When the pt returned on (B) (6) the logs indicated that the pump was programmed to 1201.6 mcg/day. The hcp then programmed the pump to 349.7 mcg/day and "sent pt on their way". No pt symptoms were reported. Add'l info has been requested from the hcp, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).